Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following implantation of an intraocular lens (iol) the patient experienced poor vision distance: close-up and hyperopia. The lens was exchanged in a secondary procedure. Symptoms were resolved. Additional information was received stating in the surgeon's opinion, the lens did not contribute to event; it was indicated that the system suggested the wrong lens selection and incorrect readings for the patient.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event for a preventative maintenance, per service record (sr) opened june seventeen, two thousand and twenty one. The system was found to meet all cosmetic and performance standards per the service test procedure (stp). The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).